Event description:
The insertion of the sheath was uneventful. When it was removed from the pt, a hemotoma developed in the groin area. The pt was an outpt, and had to be admitted for observation. There was some difficulty in stopping the bleeding, but no other complications developed.